Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their "device feels loose, its feels like its bouncing around inside me, I think it needs to be tightened down." The device remains in use. No patient complications have been reported as a result of this event.